Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Results - representative samples from the same lot number as the actual device were returned for evaluation. The sutures were inspected and tested for needle pull tensile strength . There were no signs of manufacturing or material defects found. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2011-04734, medwatch 2210968-2011-04735, medwatch 2210968-2011-04737, and medwatch 2210968-2011-04738. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a cardiac bypass procedure on (B)(6) 2012 and suture was used. The needle separated from the suture during use. There was no adverse patient consequence.